Event description:
The customer reported to olympus, the generator had an applicable bug error 291. The issue was found during an endoscopic mucosal resection (emr) procedure. There were no reports of patient harm.

Manufacturer narrative:
No further information was provided by the customer. The subject device was returned to evaluation and the customer¿s reported problems, not output cut, settings occasionally reset, and error 291 were not reproduced / confirmed. No defects were observed with the device. This investigation is ongoing. However, a supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 12 years since the subject device was manufactured. Based on the results of the investigation, the event could not be reprocduced. No problem was found. The customer is required to check the function of all devices used prior to a procedure. In addition, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.